Manufacturer narrative:
Investigation conclusion: the provided lot number was not associated with the reported product. Therefore, we performed a search for similar complaints of the reported problem. A review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: in response to your complaint, we performed a review of the package insert (pi) for clarity of instructions. No issues were found. The reported problem we believe is related to a deviation from the instructions called out in the pi. The information you provided has been documented and will continue to be monitored. Investigation conclusion: unable to determine. Source: phone (B)(6).

Event description:
Customer reports trace amount of blood on the swab after swabbing second nostril. Customer reports no pain or discomfort but admits to likely having swabbed a bit too aggressively, causing the trace amount of blood to appear on the swab.